Manufacturer narrative:
Concomitant medical products: 305u227 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing on the right atrial (ra) lead was noted. Mode switches occurred as a result of this undersensing. The lead remains in use. No patient complications have been reported as a result of this event.